Event description:
A report was received that a trial pt was given pain medication due to dura puncture injury. The pt's trial ended early and the pt received a blood patch. The pt is reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.